Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection to a supply bag is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell five of six. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the connection to the supply bag was loose. The technical service representative (tsr) reviewed proper procedures with the care giver and explained the alarm. The tsr assisted the care giver to clear the alarm and advised the care giver to notify their nurse about the received alarm and the missed therapy. The hp would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.